Event description:
Additional information was received from the area representative indicating the patient is on sick leave and remains hoarse. At the moment no interventions have been planned. Attempts for further information have been unsuccessful to date.

Event description:
It was initially reported by a nurse through company representative that vns patient complained of pain in the throat. Additional information was received through the area representative indicating the patient had vocal cord paresis which was first observed on january 25. The treating nurse believed the paresis was due to vns stimulation as the event was first observed once stimulation was started. Interventions taken at the moment were to program the generator off. The patient has been reported to have ameliorated with the device off and plans for the future include resuming vns therapy. Good faith attempts to obtain further information have been unsuccessful to date.